Event description:
It was reported that the patient presented in clinic four routine follow up. The pacemaker displayed an error message asking the user to either end session or restore device to nominal. The user reprogrammed the device without issue. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.